Manufacturer narrative:
(B)(4). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported that during treatment of below the knee peripheral artery disease (pad) on the patient's right leg via contralateral access of the left femoral artery, the physician had difficulty accessing the site with another manufacturer's sheath due to scar tissue. The physician was able to get the flexor raabe guiding sheath up and over an amplatz extra stiff wire guide to treat the pad; however, upon removal of the sheath it began to stretch. The tension was released and removal was attempted several times, but the sheath continued to stretch. The distal tip of the sheath then broke off within the patient's artery, and the sheath separated in several places. A small cut down was performed and all portions of the device were able to be retrieved. It was noted that the patient's vessels were calcified. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Correction: d1, d4, g5, h4. This MDR is being submitted as having information not previously reported. Additional complaint investigation and record remediation was not performed. Blank fields on this form indicate the information is unknown or unavailable. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Investigation ¿ evaluation: a review of the dimensional verification, complaint history, device history record, documentation, drawing, instructions for use (IFU), quality control, and a visual inspection of the returned device were conducted during the investigation. The visual inspection of the returned device confirmed that the device separated into 5 sections. Exposed coil connected the proximal four sections. Sections 1 through 4 exhibited accordion damage. Additionally, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record showed no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. Based on the information provided, the examination of the returned product, and the results of our investigation, a definitive root cause could not be determined. Measures are being conducted to address this failure mode. We will continue to monitor for similar complaints. Per the quality engineering risk assessment, no further action is required.